Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. An attempt to do an inquiry failed. The clinician displayed "pump communication failed. Please try again." This was followed by "warning: the pump has stopped because it has detected a potential internal error (100)." An initial analysis determined the processor in the pump had halted. A programmer terminal tool was used to read the pump's memory and test some of the components on the module. Two failed self-diagnostic tests confirmed an issue with the pump's module. A second decontamination was done on the pump and the suture ring and cap were removed. The pump's top was removed to visually inspect the components inside. No visual anomalies were observed. The issue in the complaint could not be confirmed or denied. The pump failed to communicate during the analysis. The cause for the halt could not be determined. As the pump failed to communicate during the analysis, the cause of the alleged underinfusions could not be further investigated or determined. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. (B)(4).

Event description:
Sales representative contacted technical solutions to report a pump that was replaced due to multiple underinfusion volume discrepancies. For the latest volume discrepancy, the expected volume was 9.1ml and the actual volume was 16ml. It was reported that another volume discrepancy was found approximately 1 month prior, but the expected and actual volumes are unknown. A dye study was performed at that time in which the physician was able to aspirate the cap, but wasn't able to visualize dye moving from the cap. After the latest volume discrepancy, another dye study was conducted, and the physician was able to see the dye move. The physician determined that the catheter was patent and elected to replace the patient's pump. The patient reported a lack of pain relief.